Event description:
Endo path stapler used on vats procedure. Was used 4 times with reloads. On last reload device fired, but was very difficult to open the jaws of the stapler making it difficult to remove from the body. After much manipulation, device was removed totally intact and without injury of the body. Left video assisted thoracoscopic resection of pulmonary mass (B)(6) 2016.